Manufacturer narrative:
Device evaluation: visual inspection of the returned nail revealed no external damage. X-ray images of the internal components showed no damage and revealed the nail was partially distracted. The nail has been functionally tested and was able to be distracted and retracted with the high-speed magnet tool as well as with an external remote controller (erc) 1. The length as received measured at 313.05mm. The minimum and maximum lengths were measured and meets the specification. Distraction force testing has been measured and meets the specification. With the limited information provided and the testing performed upon return, the reported failure mode could not be confirmed. The nail was found to meet specifications. The alleged deficiencies could not be confirmed or duplicated. Device records review: review of the device history records indicates that the unit met all required quality specifications and testing prior to product departure.

Event description:
It was reported that the nail did not extend and was replaced with a new one.

Event description:
It was reported that the nail only extended 7.1cm and stopped. The nail was reportedly loose and moving inside and has now been explanted and replaced with a new one.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.